Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9 (device available for eval), g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. The repair was done by the customer themselves and there is no repair report. The customer refused to provide additional information about the repair.

Manufacturer narrative:
Due to characterization limit e1: event site name: (B)(6). Event site address: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use the cardiosave intra-aortic balloon pump(iabp) machine triggered a loop leak alarm. There was no patient harm or injury reported.